Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. The customer replaced the air inlet pcb with a new one from the local stock and calibrated it and avea worked well. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the avea ventilator was experiencing a vent inop alarm after they calibrate the air inlet pressure sensor. There was no patient involvement with this event.